Event description:
Additional information received indicated further episodes of post-paced t-wave oversensing were observed on the device. Abbott technical support was contacted and provided new reprogramming parameters. The device was reprogrammed again to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote monitoring, post-paced t-wave oversensing was observed on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.